Event description:
Information was received indicating that the pump exhibited error code 45169. It was also reported that the lcd and lens were damaged.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms#(B)(4). Additional information: b5. No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed tamper seal missing and the downstream occlusion sensor seal was starting to bubble up. During functional check, the customer's problem was verified. Error code 45169 was logged several times in the event log of the device. Fluid had intruded into the internal cavity of the device, which damaged several components. The liquid crystal display suffered issues as a result from fluid ingression. System fault 45169 was a result of the main board malfunctioning from fluid damage as well. The lens was scratched from normal wear. The root cause of the reported issue was fluid ingression. Replaced main board, liquid crystal display and lens.

Event description:
Additional information received on (B)(6) 2022 via email and attached to complaint object: the error did not occur with a patient.